Event description:
It was reported that he customer attempted to perform a priming during the pre-use check, but medical fluid would not pass through the product successfully. No patient injury.

Manufacturer narrative:
Other, other text: h4: device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown. H6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no occlusion/blocked in the connections. Functional testing found no occlusion was detected. The complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.